Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reyj0192 showed no other similar product complaint(s) from this lot number.

Event description:
On 09/07/2016- per medwatch, it was reported that "upon removal of the PICC line after approximately ten days of use, a portion of the PICC broke off and was lost in the subcutaneous tissue. On x-ray the line appeared to be entirely within the arm with the tip near the axillary vein. The distal end of the catheter appeared to be near the exit site where the initial PICC line had punctured the skin. Despite its close proximity, surgery service was unable to remove the line with local wound exploration. Interventional radiology was required to retrieve the remaining piece of PICC line."